Event description:
Customer reported a low blood glucose level and a call to the paramedics. Customer was in a comatose state and the blood glucose reading was 36 mg/dl. He refused hospitalization but was treated with an IV drip and food at his home. Customer stated the low blood glucose was due to an oversized bolus. During the troubleshooting, the customer stated that the drive support cap appeared normal. A displacement test was performed and passed. Customer found that the reservoir showed more insulin than what was shown on the status screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.